Manufacturer narrative:
It was reported that the device "did not produce any mist". Due to this, breathing treatments were missed. No medical intervention or injury was reported related to this incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Machine didn't work.